Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was unable to be primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a retained sample was evaluated. Visual inspection was performed with no issues noted. A gravity test was performed, and the solution flowed correctly through the tubing. The reported condition was unable to be replicated with the retained sample. Should additional relevant information become available, a supplemental report will be submitted.